Event description:
The dentist reported a fractured screw. Manufacturer, reference number of screw, and implant is unknown. X-rays were provided by the dentist.

Manufacturer narrative:
The product did not return for review. However, the complaint was confirmed based on x-rays provided by the customer. The manufacturer of the screw is unknown. The item number or lot number for the screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.